Manufacturer narrative:
For each sample, the customer has clarified the correct values and run sequence as follows: the first sample was initially tested on 10-feb-2020, resulting with a vitamin d value of 21.93 nmol/l. The sample was repeated on 11-feb-2020, resulting with a value of 136.4 nmol/l. On 11-feb-2020, the sample was repeated again after centrifugation, resulting with a value of 26.00 nmol/l accompanied by a data flag. The sample was repeated a third time, resulting with a value of 26.17 nmol/l. On 11-feb-2020, the sample was diluted 1:3 and repeated a fourth time, resulting with a value of 30.20 nmol/l. The sample was repeated a fifth time on a second analyzer on 12-feb-2020, resulting with a value of 26.38 nmol/l. The customer believed that a value of 26 nmol/l was correct for the sample. The second sample was initially tested on 10-feb-2020, resulting with a vitamin d value of > 250 nmol/l. The sample was diluted 1:2 and repeated on 11-feb-2020, resulting with a value of 50.09 nmol/l. The sample was repeated again on 11-feb-2020 after centrifugation, resulting with a value of 56.79 nmol/l accompanied by a data flag. The sample was also repeated a third time on a second analyzer on 12-feb-2020, resulting with a value of 54.39 nmol/l. The customer believed that a value of 54 nmol/l was correct for the sample. The first patient is a female born in 1966. The second patient is a male born in 1994. The vitamin d reagent lot number was 424995. Medwatch fields a3. And d11. Have been updated.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter also noted they had been receiving many system reagent temperature alarms. The first sample initially resulted with a vitamin d value of 26.17 nmol/l. The sample was repeated twice, resulting with values of 136.4 nmol/l and 21.93 nmol/l. On (B)(6) 2020, the sample was diluted 1:3 and repeated, resulting with a value of 30.20 nmol/l. The second sample initially resulted with a vitamin d value of 26 nmol/l. The sample was repeated, resulting with a value of > 250 nmol/l. On (B)(6) 2020, the sample was diluted 1:2 and repeated, resulting with a value of 50.09 nmol/l. The vitamin d reagent lot number and expiration date were requested, but not provided.